Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be firing straight out of the fiber. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
(B)(4).